Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. (B)(4). Event description continuation: additional information was received on the event. Heparin was given to the patient to achieve an anticoagulation of 250 seconds. A transseptal puncture was performed with a standard brockenborough needle. The overall ablation time was around 40 minutes; 20 minutes for ventricular tachycardia (vt) with a lateral exit presumably causative for the myocardial rupture of the inferior wall and around 20 minutes for another vt with a septal exit. The patient did require hospitalization due to cardiogenic shock after the surgical repair combined with renal failure requiring intermittent hemodialysis and prolonged neurological recovery. Settings during the event include: general settings during the ablation procedure / power mode/ power at 40 -45 watts / temperature cut-off 43°c /irrigation flow setting 2ml/min rest, 17ml/min during ablation / agilis sheath 9f used for transseptal access. The power was titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that too much energy was delivered in an uncontrolled fashion due to the characteristics of energy delivery with the smart touch sf catheter. There was no issue with tissue-interface temperature, no impedance rise and no audible pop noticed during the procedure. Since two ablation catheters were used during the procedure this event will be reported under both catheters. The awareness date for this record is october 12, 2015 because that is when a bwi representative became aware of the adverse event.

Event description:
It was reported that a patient, (B)(6), male, underwent a procedure with two thermocool smarttouch sf uni-directional nav catheters and suffered a cardiac tamponade, asystole and cardiogenic shock, which required pericardiocentesis and surgical intervention. After ablating for about one hour a non-MDR reportable temperature issue occurred. Changing cable did not resolve the issue. Changing catheter with a same like product solved the problem. There was no procedural delay and the procedure was completed. Approximately five hours after surgery the patient's hemodynamics deteriorated and their blood pressure dropped down to 60mmhg. Immediate bedside echocardiogram showed a large pericardial effusion of the left ventricle and the patient was immediately transferred to the intensive care unit for further management. Pericardial puncture was performed; however the patient had to be resuscitated due to asystole. Despite successful punctures followed by drainage, where approximately 800-1000ml of fluid was removed, the effusion recurred several times leading to low blood pressures and severe hemodynamic impairment. The patient was later transferred for surgical closure. According to the surgeon, a large 5x5cm tear was noted in the inferior wall of the left ventricle. Due to a massive disruption of the endocardium and a very soft (edematous) tissue characteristic, a patch could not be sutured adequately so that bleeding could not be stopped. In the end, procoagulatory substances including glue were used to stabilize the patient. The patient was in severe cardiogenic shock over the next days including renal failure requiring hemodialysis. The patient hemodynamically recovered and both high dose catecholamines and renal replacement therapy could be stopped after around 14 days. The patient still has some neurological (cognitive) impairment.